Manufacturer narrative:
Evaluation summary: no specific issue was reported. Evaluation found a disengaged cartridge and the fastner was observed to be broken out of the channel. An adequate amount of glue was noted. No visual or functional abnormalities were noted. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed condition may be due to rough handling of the device. The root cause of the observed damage was misuse of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned without a reported issue. Examination of the returned sample found a disengaged cartridge and a broken fastener.